Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model : sc-2218-70, lot : 15513594. Serial: (B)(4). Device license #: 824134. Classification: IV. Product family: scs-linear leads upn: (B)(4). Model : sc-2218-70, lot : 15513594. Serial: (B)(4). Device license #: 824134. Classification: IV

Event description:
A report was received that the patient underwent an explant procedure to remove the ipg and leads as the stimulator was not providing adequate pain relief.